Event description:
It was reported by the sales rep that the er320 was used in a laparoscopic hand-assisted donor nephrectomy. It was reported that 3 clips were placed on the pt side of the renal artery and 1 clip on the specimen side. After the specimen was removed and the trocar ports were sutured, the pt coded. The pt was reopened, the incision had to be extended, and it was noticed that the clips came off of the renal artery. The operating room time was extended by 90 minutes and the pt was given blood transfusions. 09/08/2000 additional information received: after placing three clips from the er320 on the renal artery was transected with sharp scissors close, but distal to the third clip. The renal vein was ligated and transected with an atw45 endo linear cutter. The specimen was removed. The abdomen was insufflated and a 4x4 gauze inserted and the abdomen checked for hemostasis. A small amount of oozing was addressed wtih the 4x4 and hook electrocautery. The clips were observed on the renal artery and appeared to be secure. Shortly thereafter, the clips dislodged and profuse bleeding occurred. The incision was then enlarged and the bleeding was controlled. The abdomen was closed in the normal fashion and the case completed. The rep was in the room and the clip applier apeared to perform to specification. As the clips were observed on the vessel, it appears that they may have become dislodged by the 4x4 during hemostasis control. The clip applier has been returned for testing to specifications.